Manufacturer narrative:
The customer¿s report of the maxplus valve not closing and leaked, identified as a valve stickdown, was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in the valve returning was a grade 1 category and the valve is considered an acceptable part. The root cause was not determined.

Event description:
The set was received as an unexpected return with a report that maxplus valve not closing and leak .although requested there was no other additional event details provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics not provided.

Event description:
The set was received as an unexpected return with a report that maxplus valve not closing and leak .although requested there was no other additional event details provided.